Manufacturer narrative:
No device was returned to nuvasive for evaluation as they are still in-situ however, radiographs provided confirm the reported complaint. Review of the provided radiograph appears the tulip head on a pedicle screw has shifted 8 degrees from it original position during index procedure. Review of the reported event identified the patient failed to follow postoperative instructions to wear a halo vest to support the construct allowing excessive force to be applied. Engineering and complaint review suggests excessive force, insufficient lock screw final torque and or insufficient rod reduction and normalization as possible cause or contributor although no definitive root cause can be determined in this case. No additional investigation can be completed. Due to a lack of material and lot information a completed manufacturing review could not be completed.labeling review:"contraindications contraindications include, but are not limited to: 4. Patients who are unwilling to restrict activities or follow medical advice. 6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome..." "Potential adverse events and complications...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s). Loss of fixation...""warnings, cautions and precautions...the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. The vuepoint oct system and vuepoint ii oct system can also be linked to ø3.5mm¿ø6.25mm rods of posterior pedicle screw and rod systems via the rod to rod connectors or transition rods. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of the implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone...""...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant...""...notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. Based on the fatigue testing results, when using the vuepoint oct system and vuepoint ii oct system, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc. Which may impact on the performance of the system...""...exercise caution when using the set screw repeater, as pulling up on the instrument may result in screw pullout or extreme forces on the spine. Care should be taken to insure that all components are ideally fixated prior to closure...""patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed.""pre-operative warnings use of cross sectional imaging (i.e., CT and/or MRI) for posterior cervical screw placement is recommended due to the unique risks in the cervical spine. The use of planar radiographs alone may not provide the necessary imaging to mitigate the risk of improper screw placement. In addition, use of intraoperative imaging should be considered to guide and/or verify device placement, as necessary. 1. Only patients that meet the criteria described in the indications should be selected. 2. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided. 3. Care should be used in the handling and storage of the vuepoint implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments. For sterile implants: assure highly aseptic surgical conditions, and use aseptic technique when removing the vuepoint implant from its packaging. Inspect the implant and packaging for signs of damage, including scratched or damaged devices or damage to the sterile barrier. Do not use the vuepoint implants if there is any evidence of damage. 4. Refer to cleaning and sterilization instructions below for all non-sterile parts. 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient.""post-operative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques.""method of use please refer to the surgical technique for this device.""information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at..." H3 other text : device left in-situ

Event description:
(B)(6) 2023: o/c2 fixated with vp2. Right c2 with pedicle screw and left c2 with laminar screw. Approximately 1 month after surgery, correcting loss was found. The insertion angle of the pedicle screw at c2 seems to have changed. The halo vest was reportedly not worn properly. The halo vest was reapplied, and the patient is currently under observation.